Manufacturer narrative:
Return requested. No part has been received by manufacturer for analysis. Umbilical cord was suspected as the cause of the malfunction. Cord was replaced on 04-21-16 by medtronic representative, but communication issue continued to persist. On 04-25-16, the breakout panel was replaced, and a system checkout was performed. Checkout was completed successfully, with all checks passing. System is functioning as intended. No further issues have been reported.

Event description:
A medtronic representative reported that during a spinal fusion case, the imaging system would not fully boot up and displayed communication errors. Despite rebooting, the system continued to display an error message. This caused over an hour delay to therapy. The surgeon opted to continue the procedure without use of the imaging or navigation system. There was no impact on patient outcome.